Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient ID not provided. Patient weight not provided.

Event description:
It was reported that it is impossible to screw the healing collar into the implant. Procedure was not completed with another item.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One heal collar 3.5x3.5, 5mm (hc335) was returned for investigation. Visual evaluation of the as returned product identified damage around the threads. Functional testing was performed using an applicable in-house implant. The device could not be threaded fully into the implant due to thread damage. Pre-existing condition noted in the per was low bone density ¿ type iii. The device was intended for tooth # 45. X-ray & picture evaluation: x-ray or picture images were not provided, and no other information was provided. Review of appropriate documentation: documents reviewed: instructions for use ¿ zimmer dental healing collars, healing screws, surgical cover screws, temporary gingival cuffs, and temporary abutments for use with zimmer dental implant systems, ifu9658 rev 2-10/19. Information identified: indications and warnings. Per the applicable IFU, improper techniques and overloading may lead to device failure. DHR review: DHR review for the lot (2019021121) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2019021121) for similar events (complaint category keywords: functional: other (damaged threads; does not seat)) and no other complaint was identified. Post market trending review: august post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, healing collar malfunction did occur and the reported event was confirmed.